Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53a16. Additional information requested but unavailable: what type of procedure was the device used in? Can you please clarify, ¿the stapler broke?¿ which part broke (closing trigger, firing trigger, handle, jaws, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded? The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge reload present. The reload was received partially fired 4/5 and with the lockout spring normal. Upon further analysis the knife and wedge guides were exposed, making the device non-functional. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the stapler broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.